Event description:
Info received indicates the brake is not holding tightly.

Manufacturer narrative:
The technician tried to adjust the brake but the issue remained. The technician replaced the brake cable to repair the bed.